Event description:
Same case as MDR ID: 2134265-2014-03728. It was reported that a balloon rupture occurred. Vascular access was obtained through antegrade approach. After crossing the lesion with a non-bsc guidewire a 2mm x 40mm x 144cm coyote es balloon catheter was advanced to dilate the lesion. During an unspecified inflation the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device evaluated by MFR.; there was blood and contrast in the inflation lumen. Magnified inspection revealed a pinhole in the balloon wall 8mm from the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the confirmed balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. Vascular access was obtained through antegrade approach. After crossing the lesion with a non-bsc guidewire a 2mm x 40mm x 144cm coyote¿ es balloon catheter was advanced to dilate the lesion. During an unspecified inflation the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).